Event description:
A customer alleged that their healthywhite powertoothbrush caught on fire while charging and there were visible flames and ashes on the counter. No other injuries or property damage were reported.

Manufacturer narrative:
The complaint was received from a consumer in USA.

Manufacturer narrative:
The device model number was identified and updated. Analysis results: the cause of the customers complaint is confirmed burnt damage on the brush head caused by external factors, therefore it is concluded that the damage did not originate from the device itself. There is no evidence of burn damage or thermal activity from the handle.